Event description:
It was reported by a non-medical professional that the pt had a dynamic rod implanted in her lumbar spine in 2007. The pt is claiming injury due to the device.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.